Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposure and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector assembly was evaluated and the ground pin was evaluated and repaired. The system was tested and found to be working as intended and returned to service.